Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a month ago prior to contacting lfs. The patient claimed she had to contact emergency medical services (ems) 4-5 times for assistance since she started using the meter. The patient reported blood glucose results of "167 mg/dl" with the subject meter and "51 mg/dl" on another meter (emergency medical service meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with insulin, at the time the alleged issue began, the patient denied taking any action regarding her diabetes management routine. The patient stated she was not able to move or talk after the alleged issue began. The patient claimed 2 weeks prior to contacting lfs, the patient had notified ems for assistance. According to the patient, ems treated her with "glucafine" (sugar) to increase her blood glucose level. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the result from the subject meter, the unit of measure was set correctly on the meter, and the patient's testing procedure was correct. The cca was not able to verify if the test strips were in good condition or expired nor was the patient able to perform a quality control solution test, since the patient did not have the products available. Replacement products were sent to the patient. Based in the information provided, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.